Event description:
The facility representative reported a flo-gard infusion pump with "insert slider clamp". This condition was found during programming/setup but it is unknown in which care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "insert slider clamp" was confirmed and duplicated by baxter service personnel. The root cause of the condition was determined to be fluid ingress that caused damage to the safety clamp circuit. The safety slide clamp assembly was replaced to correct the condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.